Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned ise results from their modular analytics core with 1 ise instrument. Based on the data provided, the sodium results for 3 patient samples were erroneous. The erroneous results were not reported outside of the laboratory. Patient 1 initial sodium result was 111.3 mmol/l. The repeat result was 135.3 mmol/l. Patient 2 initial sodium result was 136.3 mmol/l. The repeat result was 115.4 mmol/l. On (B)(6) 2018 patient 3 initial sodium result was 141.7 mmol/l. The repeat result was 147.7 mmol/l with a data flag. The customer thinks the higher sodium results are correct. There was no allegation that an adverse event occurred. The sodium electrode lot number and expiration date were not provided. As of (B)(6) 2018 the instrument is working well. The customer has been running samples in parallel on a different ise unit to double check the results. The field service engineer (fse) visited the customer site and changed multiple parts of the instrument including valves, syringe unit, sample nozzle, all electrodes, sipper/vacuum nozzles, pinch/sipper tubes, syringe seals and the sample water degasser. The positions for the sample nozzle were adjusted. The degasser was checked and there was no air in the sample line. After maintenance, calibration, precision checks and qc were all ok. The fse also identified gel in the mixing chambers. The customer had changed to vacuette tubes a "few months ago."

Manufacturer narrative:
The gel found in the mixing chambers was likely the gel from the sample tubes which indicated a pre-analytical problem. The investigation was unable to find a definitive root cause.